Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. The patient received four non-lifevest defibrillations. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vf rhythm on the date of event. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received four non-lifevest defibrillations. The device was started up at 16:07:40 on (B)(6) 2025. At 03:34:40 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 240 bpm degrading to vf with CPR/motion artifact and electrode lead falloff. The device properly detected vt/vf. CPR/motion artifact and electrode lead falloff prevented the lifevest from detecting and treating the patient. Between 03:31:58 and 03:46:46, the patient received four non-lifevest defibrillations. The patient was last seen in sinus tachycardia @ 100 bpm with pvcs. The electrode belt was disconnected at 03:49:20 on (B)(6) 2025.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received four non-lifevest defibrillations. The device was started up at 16:07:40 on (B)(6) 2025. At 03:34:40 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 240 bpm degrading to vf with CPR/motion artifact and electrode lead falloff. The device properly detected vt/vf. CPR/motion artifact and electrode lead falloff prevented the lifevest from detecting and treating the patient. Between 03:31:58 and 03:46:46, the patient received four non-lifevest defibrillations. The patient was last seen in sinus tachycardia @ 100 bpm with pvcs. The electrode belt was disconnected at 03:49:20 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.